Manufacturer narrative:
The work order was completed and no issues were found with the system. The system was fully functional upon system checkout. The cause of the original complaint could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A secondary instrument/image guidance system was not used, and all parts of the procedure were completed successfully. There was no information in the operative report about attempting to verify any other instruments. No further troubleshooting was performed and the suspected cause regarding the emitter field issue could not be confirmed. There were no suspected issues with the suction instrument apart from difficulties verifying during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The site had issues verifying a frasier suction during the procedure. The issue resulted in less than 1 hour procedure delay. The procedure was completed without aborting navigation or imaging. There was no impact on patient outcome. The suspected cause was a emitter field issue. A system check out was pending. No complications were reported/anticipated.